Event description:
It was reported via repair work order that the auxiliary power cord was missing ground pin and the head left side rail was stuck down due to the glide rod being bent. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.